Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with a coaguchek xs meter. The customer alleges that when she inserts a strip into the device, the display is partial and segments from the results field are missing. The customer stated the display screen had 2 lines on it that appeared to be a number "2" flashing and then they disappeared immediately. The meter will not power on when pressing the power button.

Manufacturer narrative:
The reporter's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.